Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative reported a lens that was removed for unknown reasons following an intraocular lens (iol) implant procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4).

Event description:
According to salesforce details, the doctor requested a different type of lens to be implanted. (Different company lens).